Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter was giving the error 5 error message. The patient reported no symptoms of high or low blood glucose levels, and also did not report seeking any medical attention. The patient refused to complete troubleshooting the issue. The meter and test strips were replaced. The issue was not resolved. The patient did not suffer any injury due to the reported meter. The patient reported no symptoms or medical attention. However, as the error 5 message issue was not resolved, this complaint is being reported.